Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl, 380 mg/dl and 240 mg/dl. Customer also stated that insulin pump smell like as there was an insulin to it like it was exposed to moisture. Customer stated o-ring inside lip of reservoir compartment was missing. Assisted customer in performing self-test and it was passed. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.